Manufacturer narrative:
H.6 investigation summary: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode regarding tube diameter with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that bd vacutainer® boric acid sodium borate/formate c&s urine tube had molding defects. This occurred on 10 occasions during use. The following information was provided by the initial reporter: wasp instrument not accept some c&s tubes. And it damages patients labels and closures. The customer believes that some c&s are different sizes (diameter) than normally.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® boric acid sodium borate/formate c&s urine tube had molding defects. This occurred on 10 occasions during use. The following information was provided by the initial reporter: wasp instrument not accept some c&s tubes. And it damages patients labels and closures. The customer believes that some c&s are different sizes ( diameter) than normally.